Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
It was reported that a home patient experienced a breach in aseptic technique further described as the patient prepared the port while in the bathtub, which caused peritonitis manifested by cloudy peritoneal effluent. The patient was not hospitalized for the event. The patient was treated for peritonitis with unknown antibiotics and is recovering. Retraining on aseptic technique has been performed. No additional information is available.